Event description:
The customer reported that the images were blank, meaning the system would not display a fluoroscopic image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and repaired connector pins in a connector. The system operates as intended.